Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Complaint summary: date: (B)(6) 2013, inratio: 3.4, laboratory: 2.5. Patient's therapeutic range: 2.0-3.0. No further information was provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Trend analysis for the lot is not possible, as the lot number was not provided. However, the issue will be tracked and trended.